Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain throughout these six years / contractions although I am not pregnant') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced fatigue ("extreme fatigue") and endometriosis ("early endometriosis"). The patient was treated with surgery (total salpingectomy coelioscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fatigue outcome was unknown and the adenomyosis and endometriosis had not resolved. The reporter considered adenomyosis, endometriosis, fatigue and pelvic pain to be related to essure. The reporter commented: since the placement of essure 2013, she has been having many health problems. Essures made it difficult to do her work. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1918062) on 02-oct-2019. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pain throughout these six years / contractions although I am not pregnant / pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloated at night"), endometriosis ("early endometriosis"), fatigue ("extreme fatigue"), asthenia ("asthenia") and neck pain ("neck pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure inside the tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal distension, fatigue, asthenia and neck pain outcome was unknown and the adenomyosis and endometriosis had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, dysmenorrhoea and neck pain with essure. The reporter considered adenomyosis, endometriosis, fatigue and pelvic pain to be related to essure. The reporter commented: since the placement of essure 2013, patient had been having many health problems. Essures made it difficult to do her work. The patient wanted the essure devices removed. The postoperative course (essure removal) was simple. Absence of tumor proliferation upon pathological examination. The device is not available for expertise. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: after bilateral salpingectomy: absence of tumor proliferation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct- 2019: health authority confirmed that this record ((B)(4) (ansm # r1918062) was a duplicate to record # (B)(4) (ansm #r1918771, medwatch 3500a MFR number 2951250-2019-09874) from which all information was transferred to this case ((B)(4) (ansm # r1918062)), then duplicate record (B)(4) will be deleted. New: physician was added as reporter. Essure was inserted for female sterilisation. Events were added: abdominal distension, abdominal pain, asthenia, dysmenorrhoea, neck pain. Reporter comment was added "the patient wanted the essure devices removed. The postoperative course (essure removal) was simple. Absence of tumor proliferation upon pathological examination. The device is not available for expertise." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.